Event description:
Customer called from the emergency at the local hospital to report that the low blood glucose were stabled. It was stated that insulin was pushed into the customer's body. The customer stated that it could have happened when they went to the restroom, dropped down the pants and pulled it back when the back door was open half way and the luer neck of the reservoir was popped out. Troubleshooting was performed. Device tested ok. Customer felt confident and comfortable with the pump, the syringe door shut securely. It was declined to provide histories of the pump.